Event description:
The customer called to report motor error alarms. The customer then stated that she was in the hospital last week with a blood glucose reading of 1600 mg/dl and a stomach virus. The customer did not know whether or not the insulin pump was exposed to an MRI as she was unconscious when admitted. Troubleshooting was performed and the insulin pump passed the displacement test. After the displacement test, the insulin pump was having trouble priming. Advised the customer to revert to a back-up plan as the insulin pump needed to be replaced.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.